Manufacturer narrative:
The returned probe has a bent and twisted tip with impact marks at the back end. This issue was caused by physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the probe was not able to be verified.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported there were two damaged instruments. It was noted the egg handle¿s top was missing, and the thoracic probe had a twisted tip. This issue was noted outside of a procedure, and there was no patient involvement.